Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device became warm/hot during an unspecified procedure,. There were no further details provided regarding the event. No patient harm or impact was reported. No user injury or harm reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device was received for evaluation. The unit was visually inspected for abnormalities. It was discovered that the handpiece was missing the interface cover and had cosmetic damages typical of wear and tear. Functional testing was performed on the device. And passed all functional tests. The reported issue could not be confirmed. Though the root cause of this reported issue could not be confirmed. Device DHR and shipment review noted that the device are free from damages, which suggests that the damages which may have been incurred were as of result of transportation or use. Olympus will continue to monitor complaints for this device.